Event description:
It was reported that the ilet user experienced sustained hyperglycemia, with glucose readings over 300 mg/dl for several hours and a fingerstick of 470 mg/dl, while the pump displayed high. The caregiver performed two supply changes the same day, and glucose later decreased to 164 mg/dl. Customer care provided support that included multiple follow up to obtain additional information and details without success. Investigation of this case revealed no findings available; the device problem and component could not be determined due to insufficient information. No clinical symptoms associated with hyperglycemia was reported at the time of the call. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.